Manufacturer narrative:
Follow-up (1/17/2012)-device evaluation: the meter and test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2012 respectively with the following findings: the power issue was not confirmed with the test strips. The meter was tested and was found to have a pc board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.